Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx2428 showed no other similar product complaint(s) from this lot number. [Mw rga1331673].

Event description:
It was reported via medwatch "PICC line leaking form the lumen that was not in use for patient's continual milirinone infusion. Patient has had 405 PICC lines placed with a shorter life span/dwell time than one would anticipate. Because of patient's heart, the tip is placed in the cavoatrial junction, which is equivalent to the svc".